Event description:
It was reported during a ptca/stent procedure of a 100% occluded, mid right coronary artery, the stent delivery system was positioned and successfully deployed. A distal and proximal dissection was observed so an additional stent was to be placed, however, before the introduction of the second stent, it was noted that the guide wire had distally de-positioned and was now engaged in the stent. The stent appeared short and wrinkled. Several attempts were made to free the guide wire without success. The guide wire separated and the distal 3-4mm remained in the pt, the proximal portion was able to be pulled back. Thrombus was present and the vessel remained occluded.